Manufacturer narrative:
See MDR 1920664-2008-00338 for delivery device used with this the intraocular lens.

Event description:
The trailing haptic kinked during the insertion of the lens in the pt's eye. The lens was removed and replaced.